Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. Blood glucose level at the time of the incident was 507 mg/dl. The customer reported that he has had recurring issues with no delivery alarms and has already performed troubleshooting. Customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received no excessive no delivery alarm during our testing and passed prime/a33 test, excessive no delivery test and displacement test. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.